Event description:
The customer's wife reported via phone call that the customer was receiving a button error on the pump. Customer's blood glucose was 200 mg/dl. Customer was sitting in a chair and may have pressed on the button. Caller was advised to monitor the pump. Caller was walked though clearing the alarm and was advised that if the alarm occurs and cannot be cleared, then the pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.